Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown via implantable pump. The indication use was no n-malignant pain. It was reported that when the patient was connecting to pump, patient mentioned 'it keeps finding it and losing it,' and referencing to that time their connection to the pump and it took two minutes. When the agent inquired event date, the patient stated that 'probably like 2-3 weeks, when they first got it. The personal therapy manager (ptm) sometimes took longer,' and mentioned 'it's better than when I first got it - I was sitting for like 10 minutes waiting to connect, and this one is much better.' The patient stated that they still fully close ¿myptm¿ application down after each use. The patient referenced a telemetry delay but did not specify a specific percentage/message screen they see. The patient mentioned that they thought they had fentanyl and another numbing med in the pump but in therapy details they only see fentanyl. The agent reviewed telemetry delay considerations and assisted the patient in clearing data. Prior to data clear, patient's data was 77.82kb. The patient will monitor and call back for assistance as needed.